Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. The biomed stated that there was no report of any pt injury or medical intervention resulting from this failure and that the failure did not occur during pt use. Info was requested by baxter regarding pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available.